Event description:
Per the clinic, the patient reported that the rechargeable battery overheated. The device was requested to be removed from service and a replacement battery was shipped to the patient. There are no allegations of patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the battery had a broken tab; it did not overheat as previously reported. This report is filed september 25, 2013.